Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported meter is unknown. The date entered in device manufacture date is the date of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings from their adc blood glucose meter. Customer reported receiving readings of 423 mg/dl, 323 mg/dl and 115 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained strips. Visual inspection has been performed on the returned meter and no issues were observed. Meter powered on with button depression, cal bar and retained strips. Control solution testing has been performed and no issues were observed. All results were within range specification and no errors were observe testing. No malfunction or product deficiency was identified the reported test strips have not been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. A DHR for the precision test strips were reviewed and the DHR showed the precision strips passes all tests prior to release. Retain testing was performed and all units performed within specification. If the strips is returned, the case will be re-opened, and a physical investigation will be performed. This also serves as a correction report. Section (pma510k#) was incorrectly documented in the initial MDR 30 day report. Section has been updated.

Event description:
Customer reported receiving erratic readings from their adc blood glucose meter. Customer reported receiving readings of 423 mg/dl, 323 mg/dl and 115 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.